Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm; model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was reported that the patient had a fall and had damaged the leads. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional information was received that the physician confirmed lead fracture. The patient underwent a revision procedure wherein two leads and extensions were replaced. The physician did not suspect device malfunction as the event was a reflection from patient¿s fall. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was reported that the patient had a fall and had damaged the leads. The patient will undergo lead replacement procedure.